Manufacturer narrative:
Power inlet filter.

Event description:
It was reported by service report that the bed had no power. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.